Event description:
It was reported that the device was locking up mechanically. It was not known whether the device locked on tissue. There was no pt injury. Add'l info was requested, but no add'l info was available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, the jaw was able to fully open and close and the main handle was able to latch and unlatch. However, the blade trigger was not releasing freely and stuck slightly. The device was electrically tested and passed the continuity, isolation, switch and insulation tests. When connected to a generator, no error codes were displayed. The device history record was reviewed and no discrepancies were noted.